Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis and subsequently passed away coincident with peritoneal dialysis therapy. The cause of the sepsis was unknown. Treatment for the sepsis event was not reported. The cause of death was reported to be sepsis. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if an autopsy was performed. It was not reported if dianeal and extraneal therapies were ongoing up until death, and it was unknown if the patient was performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced sepsis. Should additional relevant information become available, a supplemental report will be submitted.